Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, a cuff miss (suture retrieval issue) occurred. A foot separation was noted upon removal of the device, and the separated foot was discarded. A new prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. The reported foot separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The foot separation is likely related to device manipulation with the foot open or the foot capturing tissue/vessel during removal of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.